Manufacturer narrative:
We have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. Additionally, archive samples were visually inspected and samples met all visual inspection criteria. During review of the device history records, no deviations were noted. Visual inspection of archive samples showed no indications of drying or separation. Based on the review of the device history records and visual inspection of archive samples, we find no assignable cause for this complaint.

Event description:
Prior to treatment, while priming a syringe of cosmoplast (1.0ml), the physician encountered resistance and tried to push through it. The needle disengaged and product spilled. No patient contact. There was no impact or injury to patient. This event is being reported due to possibility that injury could result should event recur.